Manufacturer narrative:
Correction to follow up #1 in fields: b1 and h1.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced and upgraded. The old ipg would not hold a charge nearly as it used to and charging was necessary every few days. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient ¿s ipg would not hold a charge. The patient will undergo a revision.

Event description:
A report was received that the patient ¿s ipg would not hold a charge. The patient will undergo a revision.

Event description:
A report was received that the patient ¿s ipg would not hold a charge. The patient will undergo a revision.